Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 478 mg/dl and a bolus was delivered to address bg. Pump system check found an air bubble in the tubing. The infusion set was changed and insulin delivery was resumed.